Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The instrument data was consistent with short sampling. The cause of the discordant, falsely elevated lnti result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physicians, who questioned it. The sample was repeated on an alternate dimension exl instrument and on the same instrument, resulting lower both times. The corrected result obtained on the alternate dimension exl was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.